Manufacturer narrative:
(B)(4) undisclosed injuries. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on an undisclosed date and an unknown mesh was implanted. It was reported that the patient experienced undisclosed injuries. No additional information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Date sent to FDA: 07/13/2017. It was reported that the patient underwent a gynecological surgical procedure on (b)(42007 and mersilene was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure.  It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided. Patient codes: (B)(4) additional surgical interventions in addition, a device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process.

Manufacturer narrative:
It was reported that following insertion the patient experienced infection, bleeding and dyspareunia.